Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) lobectomy procedure. The device was being used for stapling the bronchus. The stapler was able to fire but there was poor staple formation. All of the status indicator lights were solid except for the five white lights. The surgical time was extended by more than thirty minutes due to the product problem. The staples were unformed so had to manually suture. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.